Event description:
It was reported that the pacing lead had high thresholds and was pacing unipolar. The outer coil was possibly damaged. The lead was capped and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.